Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter of 50mm and was implanted with gore® excluder® aaa endoprostheses (rlt351416/(B)(6), plc231200/(B)(6). At the time of the index procedure the proximal landing zone diameter ranged 31.4mm to 29mm. The right common iliac artery maximum distal landing zone diameter measured 13mm, the right minimal distal landing zone measured 11mm. On (B)(6) 2016, follow-up computed tomography angiography determined the maximum diameter of the aortic aneurysm measured 44mm. On (B)(6) 2017, follow-up computed tomography angiography determined the maximum diameter of the aortic aneurysm measured 47mm. On (B)(6) 2025, a new degenerative right common iliac artery aneurysm (rciaa) was determined and reported to be an ¿event not related to the device or procedure¿. It was reported that the device was still sealing the aortic aneurysm distally, however the proximal neck of the aneurysm had degenerated. It was either a suboptimal neck or new degeneration a type 1a endoleak was seen and the aaa had grown to 7cm. On (B)(6) 2025, the patient underwent reintervention and a received a right iliac limb extension and a four-vessel endovascular aortic aneurysm repair was performed. The patient tolerated the procedure.